Manufacturer narrative:
(B)(4).

Event description:
It was reported that high ventricular rate and auto-mode switch episodes were observed via remote transmission. The non-pacemaker dependent patient was asymptomatic. Review of the episodes revealed undersensing of r-wave events caused atrial oversensing of far r-events without atrial blanking, and the auto-mode switch episodes were inappropriate due to the oversensing. Programming changes or lead revision was recommended. The physician elected to continue to monitor the patient. The patient was fine.